Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience erectile dysfunction. It was noticed that the device had proximal crossover. There were no device issues. The pump and cylinder were explanted and replaced. No further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience erectile dysfunction. It was noticed that the device had proximal crossover. The pump and cylinder were explanted and replaced. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).